Event description:
Reportedly, during a scheduled follow-up performed on (B)(6) 2016, abnormal high ventricular impedance above 3000 ohms was observed. The impedance and threshold measurements were increasing since (B)(6) 2016. The surface ECG was showing low ventricular rate and loss of capture. Reportedly, the patient did not fall and did not use excessive force with his left arm. Reportedly, a re-intervention was performed on (B)(6) 2016 and the pacing system was explanted and replaced. Tests performed during the procedure with a psa confirmed a v lead issue.

Event description:
Reportedly, during a scheduled follow-up performed on (B)(6) 2016, abnormal high ventricular impedance above 3000 ohms was observed. The impedance and threshold measurements were increasing since the end of (B)(6) 2016. The surface ECG was showing low ventricular rate and loss of capture. Reportedly, the patient did not fall and did not use excessive force with his left arm. Reportedly, a re-intervention was performed on (B)(6) 2016 and the pacing system was explanted and replaced. Tests performed during the procedure with a psa confirmed a v lead issue.